Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. The ventilator was investigated by our field service engineer on-site and the defective o2 hose was replaced which solved the issue. No replaced parts has been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).